Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.4, lab: 2.7. Pt is a routine pt that has had no issues in the past.

Manufacturer narrative:
Investigation pending.